Manufacturer narrative:
A service engineer (se) inspected the device and replaced the oxygen proportional solenoid (psol) valve to resolve the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use while the registered nurse tried to suction the inline catheter, the 840 ventilator became inoperable. The ventilator had been turned off and on and was reported to still be inoperative. The patient was bagged and was transferred to an alternate ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: pressure solenoid (psol). The psol was functionally tested and no malfunction or product deficiency was identified.if information is provided in the future, a supplemental report will be issued.